Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The constant false downstream occlusion alarms were verified. The cause was determined during a visual inspection to be cracks in the force sensor, therefor the force sensor was replaced to correct his condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant false downstream occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.